Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that when he goes to charge implanted neurostimulator he gets through the first two steps and then the screen changes and says battery low, plug the charger into the wall. Patient states the controller was at 100% the last time he charged and the next time he had to charge the implanted neuro stimulator was down to 60% and the controller battery was still at 100%. Patient states he normally charges daily. Agent had patient reset the controller. Patient confirmed the controller powered on without the battery pack. Patient put the battery back in and confirmed the green light was blinking. Patient then connected the recharger and confirmed controller was 100% and implanted neuro stimulator was 90%. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3:analysis of the 97755 recharger (rtm) (serial number (B)(6) ) revealed got hot after running it at donut end as well as a poor recharge quality message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot, serial# (B)(6). Additional info: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that when he goes to charge implanted neurostimulator he gets through the first two steps and then the screen changes and says battery low, plug the charger into the wall. Patient states the controller was at 100% the last time he charged and the next time he had to charge the implanted neuro stimulator was down to 60% and the controller battery was still at 100%. Patient states he normally charges daily. Agent had patient reset the controller. Patient confirmed the controller powered on without the battery pack. Patient put the battery back in and confirmed the green light was blinking. Patient then connected the recharger and confirmed controller was 100% and implanted neuro stimulator was 90%. The troubleshooting steps that were taken on the call resolved the issue. A replacement recharger (rtm) was sent out. No symptoms were reported. 2024-04-05 patltr: no new information was received. 2024-06-24 (B)(6): pt called back stating for months they had been getting 'battery low, replace battery' message. Last time they spoke with mdt, they told the pt that they battery was good for 3 more months. Pt called to order the battery pack. Reviewed the root cause could be the controller. Reviewed to call back if not resolved. A replacement battery pack was sent out. 2024-06-25 (B)(6): pt called back stating they received battery pack replacement from this case. Pt wanted to know if the battery is already charged. Agent reviewed pt will need to insert battery into the controller and fully charge controller. Agent offered assistance to make sure controller is charging - pt declined.